Event description:
Pca machine failure (medication: dilaudid) despite battery change; continues to beep with attention red light alarming, pca machine changed to a new one. Noted pca doses off by 5.3ml, amount left in syringe checked by 2 rns due to pump showing larger amount than rn pca flowsheet amount.